Event description:
The customer stated discrepant magnesium results were generated on the architect c8000 analyzer. A patient generated an initial result of <0.7 meq/l. The sample was retested twice with results of 1.5 meq/l. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Troubleshooting and inspection included inspecting the cuvette nozzle. The customer found the cuvette washer spewing water at nozzle #7. The customer replaced the high concentration waste poppet valve and did not know if it was leaking when they had problems with magnesium, however; no additional discrepant results have been generated since replacing the poppet valve. Berrant results. The customer ran a precision study and all the results were around 2.1 mg/dl on instrument (B)(4). The customer did not know what medications the patient was on and informed the customer technical advocate (cta) that all qc were within expected range. The customer stated that they topped off onboard solutions for two weeks and then replaced them. The cta trained the customer on not topping off onboard solutions and the customer agreed to replace cartridges. A review of instrument logs found that parameters were as expected; no aspiration errors and no evidence of bubbles were observed during the time of the erratic results. A review of the certificate of analysis shows that clinical chemistry magnesium reagent lot 63064hw00 passed release criteria. Labeling was reviewed (architect system operations manual) and found to be adequate. A review of complaints did not identify any adverse trends related to the issue under investigation. No product deficiency was identified.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.